Manufacturer narrative:
A three year review of the complaint records did not reveal any other incidents of this nature with this lot or catalog item. A review of the sterilization records indicated this lot was subjected to a validated sterilization process, and meets the requirements of becton dickinson and industry standards for sterility and pyrogenicity.

Event description:
Twenty-four hours after the direct injection of drug inside the eye, three patients had an inflammation of the eye which led to blindness.